Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a triathlon ts case, a size 4 / 9mm tibial insert was implanted into a size 4 universal base plate. Poly insert had not correctly locked in. Poly was removed and attempts made to clear any cement debris or soft tissue from the tibial tray and a size 4 / 11mm poly was inserted as a 9mm spacer was not available.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the subject insert was returned in damaged condition. The damages to posterior locking features were consistent with incomplete seating of posterior tabs prior to impaction were observed. Damages to anterior proximal surfaces/edges consistent with strong impaction forces were also observed. Functional inspection: the damage to the device renders it non-functional. Dimensional inspection: not performed because the dimensions of the device have been altered by implantation and subsequent explantation. The investigation determined the likely root cause of the event to be misalignment of the tibial insert during insertion which prevented complete locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During a triathlon ts case, a size 4 / 9mm tibial insert was implanted into a size 4 universal base plate. Poly insert had not correctly locked in. Poly was removed and attempts made to clear any cement debris or soft tissue from the tibial tray and a size 4 / 11mm poly was inserted as a 9mm spacer was not available.